Manufacturer narrative:
Claim# (B)(4).

Event description:
An academic poster presentation at an international congress reported adverse events associated with icl implantation. This study included a retrospective analysis of adverse events reported to the maude database (manufacturer and user facility device experience) and safety and effectiveness data for collamer phakic iols. Pigment dispersion was noted in patients who have been given intracameral moxfloxacin during their phakic implant surgery. Cause of the event was not reported.